Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit of the hospital due to diabetic ketoacidosis and blood glucose reading over 900mg/dl. The customer was treated with intravenous fluids of insulin and saline. At the time of the report with tandem technical support the customer was still admitted to the hospital. Reportedly, the pump battery was depleting quickly resulting in the pump shutting off. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.